Event description:
The customer reported that the bovie pencil in an open heart pack sparked more than usual. A fire/flame occurred at the tip of the device. There were no injuries to patient or personnel. A forcefx generator was in use set at 30 cut/30 coag. The unit was checked by the hospital biomed and found to be within specifications.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.